Event description:
It was reported that during the implant procedure, it was impossible to correctly connect the superior vena cava (svc) pin in the connector of the cardiac resynchronization therapy defibrillator (crt-d) due to a setscrew problem. After several attempts, the screw was dislodged and blocked in the connector. The physician decided to replace the device with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing grommet and set screw. Visual examination of the connector noted no anomalies and a missing grommet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.